Event description:
On (B)(6) 2026 the customer reported low quality control (qc) for access hstni (access high sensitivity troponin I, part b52699, lot number 538991) on their access 2 immunoassay analyzer (part number 81600n, serial number (B)(6)). There was report of a delay in testing and treatment due to the qc issue as a backup instrument was unavailable and the patient had to be sent to an alternate hospital. No further information regarding the impact to the patient was supplied. No hardware errors were reported in conjunction with this event. System check passed 12jan2026. Calibration passed 13jan2026 with reagent lot 538991 and calibrator lot 538846. Quality control has been running erratic since 12jan2026, however 18jan2026 all levels were out low. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4, and a5: the customer did not supply patient demographics such as date of birth, gender, weight, ethnicity or race. H3 and h6: - the access high sensitivity troponin I reagent was not returned for evaluation. - the customer's data was reviewed. Quality control (qc) has been erratic since 12jan2026 but on 18jan2026 all levels were out low. - the customer was assisted over the phone. - the customer performed weekly maintenance and recalibrated the assay, using the same reagent. Qc recovered within the established ranges but level 1 recovered high. - the customer monitored level 1 qc and after running more points the qc recovery is acceptable. - the customer technical support did send the customer replacement product for troubleshooting; however the qc was back to acceptable range using the original product and lots. In conclusion, the cause for this event cannot be determined. There is no evidence of a product or assay malfunction.